Event description:
Event description guidant received information that during the implant of this coronary sinus transvenous implantable lead, a portion of the guidewire broke off inside the lead while the guidewire was being removed. The lead was left implanted with the portion of guidewire inside of it.